Event description:
The customer reported that after 15 minutes of use, red lights and tones were observed and the device stopped working. The dissector was removed from a trocar and the blade was reported as being bent. There was no pt injury or bleeding. The device was returned with part of the wave guide missing. The customer reported that no part of the device fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.